Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported: "injected cerebral MRI after removal of a brain tumor in a 10-year-old child. Error in the route of administration of the iodinated contrast product: injection on the edv route instead of the jugular venous catheter. The edv connection is not nrfit, and does not have the words "do not inject". This leads to confusion of the injection route in an interventional radiology room where in the context, in the child covered with fields, only the ends of the routes are visible, with no possible distinction." "Patient with neurological disorders and aeg (alteration of general state of the patient) leading to transfer to pediatric intensive care for monitoring. Oxygen therapy was placed and anti-epileptic treatment was initiated. Current patient condition: mydriasis, altered consciousness, high blood pressure. No impact on current condition. The patient is doing well today." "A "morbidity and mortality review" was done on 10/17/2024. Need additional information to clarify patient impact and sequels" additional information received: "concerning the consequences/symptoms directly linked to this event: mydriasis, psychomotor slowdown, fixed gaze, convulsions. There have been no other actions taken since. To date, the child has no after-effects directly linked to this incident."

Manufacturer narrative:
The eds3 drainage system was not returned for evaluation (as per customer, product not available); therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. This issue is due to hospital staff confusion during the operation. The root cause for the issue reported by the customer is an error in the route of administration of the iodinated contrast product: injection on the edv route instead of the jugular venous catheter. As mentioned in the IFU: medication can be administered to the patient via the needle-free sampling/injection site on the y-connector, which is part of the patient line. Follow this procedure to administer medication via this site: 1. Rotate the patient line stopcock until it is in the drainage only position and close the slide clamp immediately distal to the y-connector. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.